Event description:
Botox injections using the neurology needle electrode on patient. 4-5 done and on the next one needle broke off in the thigh. A couple of days later, the patient taken to operating room and unable to retrieve the needle from the thigh.